Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The tandem pump user guide instructs the user to remove any residual air from the cartridge with a filled syringe. The air occupying the space in the cartridge could be misread as units of insulin in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was filling the cartridge with an empty syringe and was using supplies longer than recommended, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. There was no reported adverse impact to the customer¿s blood glucose level.